Manufacturer narrative:
An event of device deformity could not be confirmed. Imaging was received from field showing the distal disk deploying into a cobra like-deformation. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 30mm amplatzer septal occluder was chosen for a procedure using a 12f amplatzer trevisio intravascular delivery system. During the positioning, the left atrial disc assumed an incorrect form (cobra shape). The device was not implanted and removed from the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The deformed device was never released from the delivery cable while inside the patient. A new 30mm amplatzer septal occluder was used and implanted successfully using the first delivery system. The patient did not experienced any adverse consequences and this event was not attributed to patient anatomy. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2026, a 30mm amplatzer septal occluder was chosen for a procedure using a 12f amplatzer trevisio intravascular delivery system. During the positioning, the left atrial disc assumed an incorrect form (cobra shape). The device was not implanted and removed from the patient. A new 30mm amplatzer septal occluder was used and implanted successfully using the first delivery system. The patient did not experienced any adverse consequences and this event was not attributed to patient anatomy. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.